Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarms. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. The customer was treated with insulin pump for high blood glucose level. The customer performed rewind however no alarm occurred during rewind. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 38 or 42 noted. The motor was tested outside the device and passed. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test or power loss alarms noted during testing or in the pump trace download. Unit received peeling serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.